Event description:
Pt seen in urgent care complaining of shortness of breath, midsternal chest pressure, raised hives noted back of neck, upper arm and both sides of trunk. Raised, tender areas noted to underside of lower jawline and posterior to both ears, more pronounced to right side. Swelling noted of upper eyelids. States feels like something in his throat and throat is sore. Occurred after just leaving the dental clinic. He received no medications but did have impressions made with aquasil.